Event description:
Further follow-up revealed that an autopsy was performed. Autopsy report listed the final pathologic diangoses are: I history of severe migraines, seizure disorder ii implanted vagal stimulator iii obesity IV mild cardiomegaly v possible pulmonary edema vi moderate decomposition vii toxicology: a) blood, ethanol: 57mg/dl (bac=0.057 w/v) b) blood, quantitation: 1) fentanly=28 ng/ml 2) nortentanyl=6.4 ng/ml 3) temazepam=less than 50 ng/ml 4) diphenhydramine=80 ng/ml 5) citalopram/escitalopram=600 ng/ml 6) normeperidine=0.03 mcg/ml 7) lamotrigine=8.1 mcg/ml the autopsy report indicated that the pt died of acute mixed drug intoxication and found the most lethal drug level in the blood was that of fentanyl. Autopsy report listed the manner of death as accident and indicated that the vns therapy system did not contribute to the death.

Event description:
Reporter indicated that vns pt had passed away, presumably seizure-related, it was reported that after vns implant, the pt experienced numerous complications with migraines (which they experienced before vns implant) and was in and out of the hospital. The pt was in the process of device setting increases since implant and was receiving vns therapy at the time of death. Treating neurologist indicated that the relationship between the reported event and the vns therapy system was unknown. Device diagnostic testing performed approx six weeks prior to death was within normal limits, indicating proper device function at that time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.